Event description:
It was reported that the ventilator's proximal pressure values were out of specification. There was no patient or user involvement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The replaced da pcba (data acquisition printed circuit board assembly) was returned and failure investigation was performed on (B)(6)2019. The da pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17july2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem and replaced the da pcba (data acquisition printed circuit board assembly) and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed.

Event description:
It was reported that the ventilator's proximal pressure values were out of specification. There was no patient or user involvement.